Event description:
The pt was experiencing pain. X-rays indicated narrowing of the joint space. Revision surgery revealed polyethylene wear of the tibial insert. The femoral component and tibial baseplate were well secured and remained implanted.

Manufacturer narrative:
Info has been provided as requested. Section f1-f14 has been completed by the MFR. Info has been requested from the user facility. If info is received, a supplemental report will be submitted.